Event description:
The doctor indicates that the abutment screw (iuniht) fractured inside the implant (xifnt513) and led to implant removal on (B)(6) 2017. Tooth location # 19.

Manufacturer narrative:
An osseotite tapered certain implant was returned. A visual inspection of the received products revealed that a piece of the fractured certain titanium hexed (iunit) screw was stuck in the implant. The upper part of the screw was not returned. The internal threads were completely stripped and the double hex was partly damaged. The hex circumference and the collar were heavily gouged, most likely during retrieval process. There were noticeable signs of wear around the external threads. No additional testing was performed due to the condition of the returned products. A device history review was performed on the implant (item # xifnt513 / lot # 2014011759) and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A device lot number was not provided for the certain titanium hexed screw so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15 instructions for use of the recommended restoration are provided along with the appropriate torque values. ¿ biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The risk management file for certain titanium hexed screw (iuniht) was reviewed. The probable causes that could result in screw fracture, based on the review of associated dfmea in (B)(4), are as follows: ¿ torque applied during placement/seating exceeds recommended value. ¿ clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage. The complaint was confirmed, as the screw had fractured inside the implant. A piece of the fractured screw remained stuck in the implant. A singular cause could not be identified.